Event description:
The healthcare professional (hcp) of a clinical study reported that the right lower quadrant of the generator was leaning forward.

Manufacturer narrative:
Manufacturing site ID updated to (B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a clinical study reported that the event was reported post operation during follow up visit. The symptoms reported included implantable neurostimulator (ins) pocket pain. Diagnostic/troubleshooting included stimulation analysis. The results were not available. Actions/interventions included a follow up clinic visit. It was unknown if the right lower quadrant generator leaning forward was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.